Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g3,g6,h2,h10,h11corrected data: b5

Event description:
It was reported that during use when the unit is transferred multiple times or changing environment, the cardiosave intra-aortic balloon pump (iabp) unit may need maintenance equipment has been suspended. There was no casualties reported.

Manufacturer narrative:
Reporter address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit may need maintenance equipment has been suspended. There was no casualties reported.

Manufacturer narrative:
Getinge field service engineer (fse) had replaced the "d103-00-0631" - muffler 1/8 npt and after the replacement it had been observed that there was no alarm for again and the equipment has passed all the performance and safety tests specified by the factory, the machine performance is normal, and it will be delivered to customers for normal use.

Event description:
N/a.